Event description:
The pt is reportedly experiencing episodes of intermittencies and sound quality issues. External equipment was exchanged and programming adjustments were attempted, however, this did no resolved the issue. Surgery to explant the pt's device will be scheduled.